Manufacturer narrative:
Only puck and plug returned; applicator and sharp not returned. Visual inspection has been performed on the returned sensor patch ((B)(4)) and no issues were observed. Observed the adhesive was returned. A DHR (device history review) was reviewed and verified that the unit passed all tests prior to release. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and demonstrated that all monitoring processes continue to meet requirements. No malfunction or product deficiency was identified. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor, with symptoms described as itching and pain. Customer had contact with a healthcare professional at a health clinic and was administered a cortisone injection and prescribed mupirocin topical antibiotic for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor, with symptoms described as itching and pain. Customer had contact with a healthcare professional at a health clinic and was administered a cortisone injection and prescribed mupirocin topical antibiotic for treatment. There was no report of death or permanent injury associated with this event.